Manufacturer narrative:
E1 initial reporter facility name: (B)(6). The device was returned for analysis. Visual and microscope inspections revealed the sheath and the imaging window were kinked and the imaging window was twisted. Impedance test shows an electrical open at proximal end of the catheter between 130-140cm from the distal housing. Media returned by the customer was inspected and showed no image which confirmed the reported event of image lost.

Event description:
Reportable based on device analysis completed on (B)(6) 2025. It was reported that visualization issues occurred. The 98% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but it failed to display an image. The procedure was completed with another of the same device. The patient remained stable, and no complications were reported. However, device analysis revealed the imaging window was twisted.